Event description:
A 67-year-old female patient underwent an ion endoluminal biopsy procedure on (B)(6) 2024 and was enrolled in a post-market clinical study. The biopsied lesion was 9mm in size and located in right lower lobe using 21g flexision needle and cook captura forceps. During the procedure, intra-procedural mild bleeding occurred and resulted in transient difficulty ventilating; the oxygen saturation level decreased. The blood clot was cleared with a t-scope via suction for more than one minute, and the patient's oxygen level was back to normal. No ion device malfunction was reported from the procedure. The patient was discharged with no post-procedural complications the same day.

Manufacturer narrative:
Based on the information gathered, the cause of the complication cannot be determined. There is no allegation or report that an ion product caused or contributed to the incident.